Event description:
General report received an unspecified number of undocumented incidents of air in the tubings distal to the solusets. The tubing sets were being used to deliver unspecified medications. After unspecified lengths of time in use, the drip chambers emptied and air was reported distal to the solusets. No air was delivered to the patients. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. The lot number of the devices that were in use is unknown. The customer contact identified three possible lot numbers. The possible lot numbers are 650755h, 650745h and 640125h.